Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 04/30/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on examination, the keypad was fully intact without peeling or damage. On testing, the ok, up arrow and down arrow had intermittent response and the contrast button had normal response. The keypad rubber was removed for investigation and revealed contamination under the contacts of all the buttons. When the pump was powered on, it was noted that the display screen was peeling, cracked, dim and had pink contrast. A test screen was attached to the pump and illuminated appropriately.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.